Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the inner packaging remained stuck to the implant. Another device was used to complete the surgery.

Manufacturer narrative:
Visual inspection of the device showed that there was no plastic visible on the condyles, although there was residue on the condyles that was likely left after the plastic was peeled off. There was plastic residue on the medial side of the device. Discoloration was seen on the condyles was likely from the residue and the attempt to remove it. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The device is used for treatment. A product history search was completed and identified no other complaints for this part and lot combination. The reported failure mode was determined to be related to a previous investigation. The low-density polyethylene (ldpe) adhesion issue has been investigated and addressed. This investigation revealed that the femoral component was packaged with a raw material lot of polyethylene bags that was previously identified as having the potential to adhere to highly polished surfaces, which may leave a residue and in some cases a portion of polyethylene on the device. Independent lab testing has confirmed that the residue is non-toxic. Zimmer has done testing that shows that the residue can be removed using a soft cloth moistened with water or isopropyl alcohol. Biocompatibility testing has determined that there exists a negligible risk to the patient associated with the sticky bag occurrence. Many factors have been identified that lead to the sticky bag occurrence, such as the size of the implant, the time of the year the product was packaged and the material formulation of the ldpe bags. A new supplier for the ldpe bags has been selected, and testing has been completed to ensure thermal reliability and stability of the new ldpe bags. Corrective actions have been taken to both the packaging and sterilization processes to reduce recurrence. This lot was manufactured (april 13, 2009) prior to the switch to the new supplier (january 4, 2013). A field action was conducted on january 11th, 2016, in which zimmer voluntarily removed the devices which were packaged in the ldpe bags.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.